Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose reading was 195 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after the battery was installed and operating currents were within specification. The insulin pump was monitored and no were anomalies noted. No damage on the noted on the lcd isolation tape. The insulin pump had cracked case at battery tube threads and minor scratched lcd window.